Event description:
In 2005 (exact date not given), the patient's device migrated. Revision surgery was performed to reposition the device. Three months later, the patient's device migrated again. The patient's device was explanted. The patient will be reimplanted at a future date.